Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer going swimming while still connected to pump. Customer reported that as a result, insulin pump received a lost sensor alert, began to vibrate, had a blank screen display and a constant tone. Customer's blood glucose was 176 mg/dl and 391 mg/dl. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had an open book critical pump error after battery installation with intermittent audio beep alarm due to corroded electronic assembly. Unable to perform functional testing including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify lost sensor alarm due to critical pump error. The insulin pump was received with minor scratched display window and case.